Manufacturer narrative:
(B)(4). Device evaluation expected but not yet completed. Any results of evaluation will be provided in a follow up emdr.

Event description:
Initial assessment identified an increased intraperitoneal volume (iipv) situation which occurred on (B)(6) 2010 during drain cycle 4. The homepatient (hp) drained out 2802ml. The fill volume was 1500ml. This drain volume meets iipv criteria. Product surveillance followed up with the nurse on (B)(6) 2010 and provided the results of evaluation to the nurse and the probable cause identified of insufficient drain, use error total ultrafiltration (uf) removal set too low. The nurse will follow-up on the setting. The nurse reported that the patient is doing great on the new cycler with no reported issues. No patient injury or medical intervention was reported.